Event description:
Boston scientific crm received info about a pt who recently passed away within three months of the initial implant with this pacemaker and right ventricular (rv) lead, and with the automatic capture (ac) feature programmed on. It was asserted that the pt died as a result of an inadequate capture threshold for this pt with the ac feature on. The last validated threshold reported was 1v. It was reported that it suddenly increased to a value of 4.5v, and possibly due to rv lead microdislodgement. The ac output delivered would remain at 3.5v due to the feature design algorithm, and thus would not be adequate for a pacemaker dependent pt. The specific info regarding the pt and model/serial registration of the products is unknown to our company at this time.

Manufacturer narrative:
Not returned. As the products remain implanted, and the pt passed away, they will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional info related to this event available, to the company at this time. Attempts to retrieve additional info have been made. No decision has been communicated to boston scientific crm for resolution on this lead/pacemaker condition. If additional info becomes available, the event will be updated as necessary.